Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with vaginal prolapse, cystocele, rectocele, and stress urinary incontinence (sui). She was implanted with a polyform device for prolapse repair (with concomitant implant of advantage fit sling) on (B)(6) 2016. As reported by the patient's attorney, the patient underwent a procedure for revision of the polyform mesh on (B)(6) 2017 due to chronic abdominal pelvic pain. Boston scientific has been unable to obtain additional information regarding the event to date.